Manufacturer narrative:
The investigation performed on the data log of the case pointed out that the root cause is a residual software bug already known.

Event description:
It was reported that during a surgery, once the registration phase was over the robot arm was moving to the home position a communication error occurred and the device shutdown.